Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one small needle-suture piece, and one detached needle reparked on one paper lid that pertain to product code 8702h were returned for analysis. The product code is double armed. In order to evaluate the conditions of the returned needle-suture piece, no needle pull was observed. The swage and attachment area were noted to be as expected. The suture pieces were observed with body fluids and the extreme was cut. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. During the visual inspection of the detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification, and no suture remnant could be observed. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 2/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was indicated that "different batches have encountered this similar issue with different surgeon experiencing similar outcomes of needle detaching from suture at the swage.", could you please indicates what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide the lot number: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was received: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01250.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. During the surgery, suture detached from swage after 1-2 bites of non calcified vessels. Double armed needle is armed on one end and when pulled out from suture packaging the other end of the needle is missing. Hospital is rejecting the whole affected batch as they mention that they will not risk the needle dropping into patient's body cavity. Different batches have encountered this similar issue with different surgeon experiencing similar outcomes of needle detaching from suture at the swage. There were no patient consequences reported. Additional information was requested.